Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of unresponsive keypad buttons could not be duplicated on investigations. Testing confirmed that all keypad buttons responded appropriately to button presses. There was no visible sign of damage to the keypad cover. The pump cover was removed and no internal defects were found with the keypad connector wire. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The contrast was set to 7; investigators increased the contrast to the maximum of 10, with little improvement observed.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.